Event description:
Site reported they were unable to complete registration using superdimension inreach system. The superdimension portion of the case was cancelled and the pt was under general anesthesia. There was no report of pt injury, death or other serious adverse event.

Manufacturer narrative:
The site returned two locatable guides and procedure recordings. The locatable guides were found functional and the evaluation of the recordings concluded a software anomaly in automatic registration and the pts lung movement relative to chest wall contributed to manual registration not being completed. The failure mode for the software anomaly is acceptable per the surperdimension fmea documentation. The site has successfully completed cases since this initial report.